Event description:
The customer reported that an erroneously low creatine kinase (ck) result was generated from a unicel dxc 600i synchron access clinical system for one patient. Upon repeat on the same instrument, the ck results were higher. A subsequent repeat on another instrument generated a result that was consistent with the repeat result. The initial erroneously low ck result was not reported out of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Specific sample collection/handling information was not supplied by the customer. Instrument ck quality controls results during the timeframe of the event recovered within customer established specifications.

Manufacturer narrative:
Service has been scheduled to address this issue. A beckman coulter inc. Investigation is ongoing to address this issue. Mdrs associated with this event: 2050012-2011-04249, 2050012-2011-05148.